Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had cracks near the battery compartment and display window. No further information provided.

Manufacturer narrative:
Cracked battery tube threads noted. Cracked lcd window corners noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.